Event description:
Additional information was received from the manufacturer representative (rep) reporting that the heating occurred at the donut part of the antenna. The "no device found" or "poor recharge quality" messages were not seen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic intractable pain. It was reported that the ins implantation site became very hot/heat sensation when charging. There were no particular environmental, external, and patient factors that may have caused the event. For diagnostics/troubleshooting performed they asked about the charging time, but there was no particular cause. Nothing in particular was done for actions taken to resolve the issue. The issue was resolved at the time of the report. No health damage was reported. The physician's opinion regarding the causal relationship was that the charging device has heat. Additional information was received. It was reported that the cause of the heat during charging was reported as "nothing in particular". The issue has since been resolved. Additional information was received. It was reported that both the place of the ins and the recharger were heating during recharge. Regarding actions/interventions taken to resolve the issue, it was noted that it is a temporary heat feeling and does not seem to continue on subsequent charges.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown. Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.